Event description:
It was reported that there was low impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: kdr401 implantable pulse generator (ipg), implanted: (B)(6) 2006; 4524-53 implantable pacing lead implanted: (B)(6) 1998. (B)(4).